Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an adhesive issue on (B)(6) 2026, when the tubing caught on something, was mistakenly ripped out, and the adhesive was removed. The infusion set had been in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.